Event description:
The patient was admitted to the hosp for bilateral breast implant removal and replacement secondary to right breast implant deflation. Bilateral capsulotomies were performed also. The breast implants were textured saline. Upon inspection of the right deflated breast implant, it showed a 3-4mm tear at the 2:30 position at the fold. Manufacturer of implant is unknown. The pt authorized the hosp to dispose of her surgically removed breast implants.